Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by the patient that infusion set fell off after showering and drying. Infusion set was placed in abdomen. No further information was available